Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for an unknown duration. The pod generated a "pod error, discard the pod" error message during operation. The device investigation observed a tear on the internal portion of the soft cannula and fluid leakage during testing.

Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the mechanism rails, batteries, pcb and rotation sensor assembly. Due to the internal corrosion the pod data was not able to be recovered, and the reported pod hazard alarm could not be confirmed. It cannot be determined if the internal leak caused the reported pod hazard alarm. The exact cause of the reported pod hazard alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown.. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.